Manufacturer narrative:
Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of black image is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is d02 -cause traced to component failure. Expected or random component failure without any design or manufacturing issue.

Event description:
It was observed that during the device evaluation, the subject device exhibited charge-coupled device not responding. There was no patient involvement.